Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the profile device failed to display the unit¿s patient profiles. As a result, the end user was unable to access patient-specific data through the standard workflow and had to rely on the global search function to locate profiles manually. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the profile device failed to display the unit¿s patient profiles. As a result, the end user was unable to access patient-specific data through the standard workflow and had to rely on the global search function to locate profiles manually. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the profile device failed to display the units patient profiles. A technical support specialist (tss) verified the knowledge article request to change station to or from profile mode, set the station to correct profile, but identified that the patients profiles were not populating, and each patient was showing up multiple times with every visit ID. The tss then logged into the server, selected the device, unchecked the box next to default global patient search and saved the changed to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.